Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited stenosis with a peak gradient of 100 mmhg noted by echo. Calcification and stiff leaflets were also reported. The product was explanted with no reported pt complication. This valve has been in service for approx 3.5 years

Manufacturer narrative:
The gross analysis shows that the stenosis was due to mineralization. The left and right cusps are very stiff due to extensive mineralization. The non-coronary cusp is stiff on the lunula where visible mineralization is present. Tissue deterioration and degeneration associated with intrinsic and extrinsic mineralization are noted on the left and non-coronary cusps. Tears associated with contact mineralization are also noted on all cusps. The non-coronary left and left right commissures are intact. Remnants of pannus remain attached to the inflow and outflow aspects of the valve. Radiography shows moderate to extensive mineralization in the margins of attachments extending to all cusps.